Event description:
The user reported that during an angiographic procedure the contrast line connected to the manifold leaked and allowed air to enter when attempting to draw contrast into the syringe. The device was exchanged and the procedure was completed without incident. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow up report will be submitted when the evaluation has been completed.